Event description:
Pt called lfs in 2003 alleging that when they insert the strip into the test strip port, the strip enters the meter further than it is designed to go. They did not report any symptoms, no harm alleged. The issue was not resolved with troubleshooting. No further info was reported.